Event description:
A healthcare professional reported that when the implant was folded into the cartridge, it froze and hardened on contact with viscous solution. It was not possible to fold it into the cartridge. The procedure was completed by using unspecified replacement iol. The hardened implant was placed in bss and softened after a few minutes. There was no patient impact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).